Event description:
During an lavh procedure, the flare detached from the cutting forceps and fell into the pt. The flare was recovered with no pt harm. The surgeon used another like device to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The flare was detached from the device during the procedure. The flare was recovered and returned with device. All parts were accounted for. There was no appearance of residual adhesive on the flare. Kynar insulation is cut at the outer edges of each electrode, due to being retracted into the shaft without the flare. There was adhesive bond failure between the flare and the shaft.